Event description:
During attempted stenting of the distal rca, the sds failed to inflate. The lesion was de novo, slightly calcified and moderately tortuous, with 99% stenosis. After predilatation of the lesion, the cypher sds was delivered to the target lesion. The cypher was pressurized up to 12atm, however, the balloon would not inflate at all. Therefore, another cypher (same size) was safely implanted, and the procedure was successfully finished. There was no pt injury reported. The physician did not indicate any anomalies prior to use. The pt's demographics are not available. The physician commented that the unit was pressurized with a mixture (50:50) of contrast medium and saline, with no leakage noted. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product,is distributed outside the united states, but is similar to us distributed stent delivery systems. See scanned page.